Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. Prior to device release, it was noted that the pacemaker was not able to program and it was found in backup mode. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The complaint of communication or transmission problem was not confirmed. Device complaint of pacemaker in backup mode was confirmed. Thermal and mechanical testing of the device indicated that the pacer exhibited normal device characteristics. The cause of backup consistent with an anomalous integrated circuit (ic) on the hybrid. The device had appropriate longevity remaining based on longevity testing. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.